Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump declared multiple malfunction alarms. Additionally, it was reported the battery would not hold charge. No reported adverse impact to the customer's blood glucose. The customer declined troubleshooting and declined a follow-up call from tandem technical support.